Event description:
The complainant reported a patient noted as high-risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported the patient had no distal pulses in the right leg and foot extremity. Nurse was able to obtain orders for two lactated ringer's boluses to help with volume status. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.